Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Thirty-three units and one picture were received for evaluation; the returned units were received in decontaminated condition without their original packaging. Visual inspection showed samples returned were from unused devices and no damage / breakage can be observe. We are unable to confirm the complaint reported and pictures provided does not allow to determine the area that is reported with the issue. Based on the samples provided was not possible to identify the specific area where the damage / broken issues are. Root cause is unknown. Based in the device history review and in process inspection controls,200 parts were tested with no issues reported. This is a component that is received from supplier and the inspections are performed, and monitoring based in their internal procedures that are adhered to smiths medical requirements. No corrective actions were performed since root cause can?t be determined; the likelihood of this condition being observed is low.

Event description:
It was reported that during connection to syringe, not correctly welded. Issue was seen at multiple products from the same pack. See pictures attached. Issue was detected immediately during use. No patient injury reported.